Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device¿s ECG cable did not work. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the philips xl+ defibrillator indicating that the device¿s ECG cable did not work. There was no reported patient involvement. A philips field service engineer confirmed the reported problem and replaced the ECG lead to resolve the issue. The device was successfully returned to service. No further action is warranted at this time.